Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2020. Additional information: h3 evaluation: one unopened sample of product was received for analysis. The product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the unopened sample, no defects were observed on the packet. The sample was opened, and all contains two strands double armed. The swage and attachment area of the needle-sutures combinations were noted to be as expected. The sutures were dispensed and examined along strand with no defects or damages found. The functional test was performed and the pull force average did not meet requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause is needle pull off due to light swage.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number php889, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was unexpectedly disconnecting from suture. A similar device from a different lot was used to complete the case. There were no patient consequences.